Manufacturer narrative:
Correction d3 and d4 UDI product event summary: the introducer was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the introducer was returned with the dilator separated from the sheath of the introducer. The introducer was able to aspirate without any anomalies observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), air entry was confirmed no matter how many times the attempt was made when the flush port was applied with pressure to draw backflow blood. In addition, even when the micra catheter insertion portion was closed with a finger and negative pressure was applied, air entry continued to occur, and the situation did not improve. The introducer sheath was attempted not used and replaced. No patient complications have been reported as a result of this event.